Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 80100147-2020-08639. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined that the likely cause of the reported no image due to failure of the video connector was the result of the following: as more than 9 years have passed since manufacture of this product, it is presumed that the electrical contacts of the video connector became unstable because the video connector deteriorated over time or wore out, due to long-term use, resulting in interruption of the endoscopic image. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The video processor was evaluated and the service group found there was no image and a defective video connector. The video connector was replaced and the image displayed. The video processor was repaired and returned to inventory. The service history was reviewed which indicated the asset video processor was last serviced via repair on (B)(6) 2018. The cause of the reported malfunction could not be determined at this time as the investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the visera elite video system center was found to have no image and a defective video connector. There was no report of any problems associated with the device and there was no patient involvement reported.